Manufacturer narrative:
The original reporter was contacted to obtain additional information.the issue was reported several days/weeks after surgery so the lot code was unavailable. The reporter indicated the th value analysis felt there was user error. It was unclear on whether medication was used to treat this issue. There was no other information available at the time of this report. This event will be trended and monitored to determine if additional action is necessary.

Event description:
This complaint was received via medwatch (mw5150992). The reporter stated that at a post-op visit the exofin fusion mesh caused a burn pattern directly underneath.